Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal left circumflex artery with 100% stenosis and was 20mm long with a reference vessel diameter of 3mm. The lesion was treated with pre-dilatation and placement of a 3.00mm x 20mm promus element stent with 0% residual stenosis. Six days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient returned for a staged procedure. The target lesion #1 was located in the proximal left anterior descending (lad) lad extending up to mid artery with 75% stenosis and was 40mm long with a reference vessel diameter of 3.25mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50mm x 28mm and 3.50mm x 20mm promus element stent. Following post-dilation, residual stenosis was 0%. Two days later, the patient was discharged. In (B)(6) 2017, 1045 days post index procedure, the patient died due to an unknown cause. No corrective actions were taken to treat the event.